Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked within the sealed overpouch. The issue was further described as the blue winged cap appeared to have come loose. The device contained 8000 mg of cefazolin in a total volume of 240 ml of sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to e1: initial reporter postal code: (B)(6). Additional information: d9, e1: initial reporter phone no., e3: occupation, h3, h4, h6(update codes), h11. H4: the lot was manufactured between april 25-28, 2025. H11: the actual device was received for evaluation. A visual inspection of the sample noted fluid inside a bag that contained the unit which suggested leak. Further inspection revealed that the leak was caused by broken tubing at the solvent-bonded junction of the flow restrictor. A remnant of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the broken tubing end and internal breakage sites suggests excess solvent was present during bonding, which caused melting of the tubing. The melting likely decreased the integrity of the tubing, resulting in breakage. The reported condition was verified. The cause of the condition was determined to be the tubing bonding process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.